Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced syncopal episodes and presented to the emergency department. Upon interrogation, the pacemaker exhibited suspected oversensing which resulted in pacing inhibition and the patient's syncope. No intervention has been performed. The patient would continue to be monitored.